Manufacturer narrative:
The reported event of oversensing could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after inappropriate high voltage therapy was delivered by the implantable cardioverter defibrillator. It was determined that the shock was the result of myopotential over-sensing. Programming interventions were made. The patient was in stable condition.